Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzede. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that at a follow-up visit the device had prematurely reached elective replacement indicator (eri). At a subsequent follow-up visit eight days later the device showed eighteen months longevity. When the device was programmed back to dual chamber mode, the threshold on the atrial channel had been spontaneously reprogrammed. The device was explanted and replaced. No patient complications have been reported as a result of this event.